Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that a left ventricular lead revision procedure was performed. This lead displayed increased threshold measurements and noise. In addition, impedance measurements had increased more than 500 ohms during the past month. An x-ray revealed five damaged lead areas: two areas of damage were in a double loop situated at the sub muscular pocket. Two other areas of damage were noted at the suture sleeve area near the entry point of the subclavian. Another are was noted two or three cm. More proximal compared to the last location. These abrasions appeared like a damaged coaxial part. It was thought there may be insulation damage or a lead fracture. Replacement was intended, however this lead was not removed and an intended implant of a different left ventricular lead was unsuccessful. Therefore, a decision was made to reconnect this lead in a unipolar pacing setting and discuss a possible epicardial lead at a future date. This lead will be further monitored. No adverse patient effects were reported.